Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. A portion of the blue insulating powder coating was melted exposing the underlying metal substrate. There was no mechanical damage and the aspirating pathway was clear. The complainant's event was likely caused by elevated temperatures. However, based on the information provided the cause of elevated temperatures could not be determined. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that the blue coating flaked off and stayed in the patient's joint.